Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple temperature alarms occurred while the pump was not exposed to extreme temperatures. Reportedly, the pump was warm to touch and the alarms continued to occur. Customer's blood glucose level was 147 mg/dl. The customer continued using the pump and manual injections as alternate insulin therapy.